Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No device malfunction suspected. The explanted device will not be returned. No further information could be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).